Manufacturer narrative:
Device evaluation summary: visual inspection shows the tubing is separated from the pre-bypass filter. The device was connected to a di water supply and when it was engaged there was a leak from the separated tubing. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pre-bypass filter of the custom tubing pack was not pre-connected in the tray prior to use, which was identified as a manufacturing issue. The priming component fell down, indicating an issue with the device setup. The device was replaced. There was no patient involved. Medtronic received additional information that the device leaked. They stated that when the tubing was not pre-connected to the pre bypass filter, there was a leak. There was visible air in system/tubings.

Manufacturer narrative:
Correction b5: it was reported that the pre-bypass filter of three custom tubing packs were not pre-connected in the tray prior to use, which was identified as a manufacturing issue. The priming components fell down, indicating an issue with the device setup. The devices were replaced. There was no patient involved. Medtronic received additional information that the devices leaked. The customer stated that when the tubing was not pre-connected to the pre bypass filters, there was a leak. There was visible air in system/tubings. The exact location of the leak in the custom tubing pack specification is line 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.